Event description:
It was reported that the patient experienced dizziness and presented to the clinic. Interrogation of the pulse generator revealed noise on the ventricular channel. The pulse generator was reprogrammed. The patient was in stable condition and was scheduled to return for follow up.